Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of strips revealed non-sustained rv oversensing. Patient was asymptomatic. Noise was not reproducible with pocket, or arm manipulation. The patient stated that he was not been around any electrical equipment that would have been picked up by the leads/device. Patient will return to clinic in 3 months. Lead remains implanted.

Event description:
New information notes the patient presented to the clinic on (B)(6) 2017 with lead noise, oversensing and high thresholds. The noise was previously suspected to be emi. On (B)(6) 2017 the lead was capped and replaced. The patient was stable before, during and after the procedure.